Event description:
During a radiofrequency ablation procedure a cancellation occurred due to an error message. It was not possible to resolve the error to continue the procedure. The case was cancelled and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported error message and subsequent procedure cancellation could not be determined.